Manufacturer narrative:
(B)(4) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this health care professional (hcp) contacted boston scientific's technical services (ts). Ts was informed that when interrogated, a red screen on the programmer was displayed associated with a message that boston scientific should be contacted. The hcp informed ts that the device integrity check information code lists 'da'. Ts explained that a bitflip can occur causing a temporary reset. This condition is usually a benign error and patient therapy is not affected. The local representative contacted ts one week later to discuss the red screen upon interrogation. The device was re-interrogated and the red screen was not displayed. This product experience was discussed with another ts consultant who reported that the da error had occurred with the first saved session files and that the device was able to self-correct the single bit flip which explained why this issue was not displayed with the second saved set of session files. The device is operating normally as designed.